Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(4), ubd: 08-feb-2025, UDI#: (B)(4), product ID: 977a260, serial/lot #: (B)(4), ubd: 08-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient¿s ins and lead incision site is open and infected. Patient was seen in office and has to be scheduled for explant as her whole system is exposed externally. Imaging has been done, which showed that the leads migrated down, now both of her incisions are exposed with her leads, anchors and ipg exposed. The lead migration was discovered during recent imaging. The patient would be admitted to the hospital for explant a soon as possible (surgery not scheduled yet). The issue was not yet resolved.